Manufacturer narrative:
Additional manufacturer narrative: this event was learned through implant patient registry. Through follow-up with the health-care provider via fax, the patient's discharge summary was provided. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.70 months. Through follow-up with the health-care provider, a response was received. Unfortunately, the cause of death was not provided. Per the patient's discharge summary: condition on discharge: good.